Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the caller stated that a patient got a power on reset (por) message on their patient programmer (pp) and the caller was going to meet with the patient to attempt to clear it. The caller did not have any additional information regarding the por message. No further complications were reported. No patient symptoms were reported.